Event description:
On (B)(6) 2013 the patient contacted animas to report the pump's down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: there was no damage to the keypad. The down arrow and contrast buttons were both intermittently responsive. The up arrow and ok buttons responded properly. Contamination was found under the contrast, up arrow, and down arrow button contacts when the keypad was removed. Unrelated to the keypad complaint, the text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.